Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus 4.5cm cuff was explanted and a new aus 3.5cm cuff was implanted.